Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the surgery date is not known at this time and the device has not been explanted yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins had eroded through the skin. The patient was very small and thin and could have some contribution. Surgery will be performed to remove the ins. After antibiotic course, either a new battery will be placed in the same spot or it will be rerouted to the left side.